Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 2+. A second clip was inserted, but there were difficulties grasping and capturing the leaflets. It was then observed that tissue damage occurred and mr returned to a grade of 4+. The clip was deployed on the leaflets. Another clip was inserted and deployed, but mr remained at a grade of 4+. Therefore, the procedure was discontinued. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with difficulty grasping and capturing the leaflets appears to be related to patient morphology/pathology (prolapsed posterior leaflet). Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) appears to be related to the difficult grasping and capturing of the leaflets. Tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.